Event description:
Journal reference: anheim m, fraix v, chabardes s, krack p, benabid a-l, pollak p. Lifetime of itrel ii pulse generators for subthalamic nucleus stimulation in parkinsons disease. Mov disord 2007; 22 (16): 2436-2439. The article describes the results of a long term study where 49 pts were treated for symptoms of advanced parkinsons disease with bilateral deep brain stimulation (dbs) of the subthalamic nucleus (stn). The purpose of the study was to evaluate the lifetime of chronic stimulators (itrel ii). A number of adverse events related to stimulator end-of-life (normal battery depletion) were included in the article. Unilateral ipg end-of-life to sudden and severe aggravation of parkinsonian symptoms in 10 pts. Unilateral ipg end-of-life led to falls in four pts. No additional info concerning treatment and outcome was provided.

Manufacturer narrative:
Journal reference: anheim m, fraix v, chabardes s, krack p, benabid a-l, pollak p. Lifetime of itrel ii pulse generators for subthalamic nucleus stimulation in parkinsons disease. Mov disord 2007; 22 (16): 2436-2439.